Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer's reportable malfunction of the "no image" was confirmed. During the device evaluation an additional reportable finding was observed: due to damage on endoscope connector the monitor shows a black screen with no image. The following non-pae finding was also found: the angles were insufficient. Based on the results of the investigation, the screen blacked out due to a defective suction connector (s-connector). The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. In addition, the device evaluation found the following non-reportable findings: (ch) channel tube had leakage, the bending cover had leakage, the angles were insufficient, and the insertion tube was worn. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had no image. The issue was found during reprocessing. The patient was not under anesthesia and there was no delay was reported. There were no reports of patient injury or harm.